Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown group of patients. The consumer stated they had heard of other patients having battery issues with their pump (please refer to MFR report number 3007566237-2019-01860 regarding the reported battery issue with the initial reporter's pump). The consumer stated the battery issue was common. The consumer did not have any information about these patients. No further complications were reported or anticipated.